Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel perforation occurred. A 1.50 mm rotalink¿ burr was selected for a procedure in the non-tortuous left main artery. The lesion was noted to have two quadrants with 50% stenosis with ivus. During ablation after about three passes, the burr perforated the left main artery. No issues were noted with the burr. The perforation was sealed with a non-bsc graft stent and the patient was fine. Additional rotablation was not performed.